Event description:
Reference number: (B)(4). Event occured in the united states. It was reported that the patient faced infusion set leakage event on (B)(6) 2026. The leakage was at the quick release. The blood glucose level was high and the patient was treated with pump and manual injection. No further information is available.